Event description:
Kangaroo pump tube feeding is leaking from the connection site at the spike, dripping all over the floor. There have been 6 failures reported within a weeks time about the same site of tubing where the leak occurs and all are from the same lot number. Medical nutrition therapy has requested this product/lot be removed from stock on the ICU's.